Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement tests. The device had no motor error alarm. However, the device was unable to prime during the priming test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with cracked case at the lcd window, cracked battery tube threads and scratches on the lcd window. There was no belt clip assembly received with the insulin pump and the belt clip anomaly was unable to be verified. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose levels and motor error alarm on the insulin pump. Customer's blood glucose reading was 497 mg/dl. Customer treated their high blood glucose with a manual injection. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they stopped using the insulin pump and once they removed the device the motor error alarmed. Customer received the motor error alarm during a basal delivery. Customer advised they were unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.